Manufacturer narrative:
The event occurred in (B)(6). Medwatch with a1 identifier 200137777a is for mobile system, medwatch with identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 226 mg/dl on mobile system, 84 mg/dl on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.